Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The hcp reported that the patient twice underwent repositioning of his enterra device due to erosion at the pocket site. The hcp confirmed that the patient experienced incisional wound opening and erosion at the pocket site. A culture was not obtained but the device was repositioned, and the infection resolved.